Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's hip was revised. As reported by rep: "loose acetabular shell". Rep reported patient was revised to "competitive and stryker head".

Event description:
It was reported that patient's hip was revised. As reported by rep: "loose acetabular shell". Rep reported patient was revised to "competitive & stryker head".

Manufacturer narrative:
An event regarding loosening involving an pca shell was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: review of these records confirms a revision tha for acetabular wear, component loosening and periarticular osteolysis was confirmed. However, the root cause cannot be determined as insufficient information was available. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that acetabular shell was loose. The event was confirmed however, the root cause could not be determined because insufficient information was provided. The provided medical information was submitted to a consulting clinician who indicated: review of these records confirms a revision tha for acetabular wear, component loosening and periarticular osteolysis was confirmed. However, the root cause cannot be determined as insufficient information was available. Further information such as return of device, are needed to investigate this event further. It should be noted that the device remained implanted for approx. 30 years. If additional information and/or device becomes available, this investigation will be reopened.